Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture as high impedance was noted on the svc coil and the rv coil impedance had increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.